Event description:
It was reported that the patient presented to the emergency room due to associated devices reasons. Upon interrogation, the atrial lead exhibited noise. Electrical measurements were stable. The lead remained implanted. The patient was doing well.